Event description:
The customer reported an issue with the touchscreen responsiveness of their pump, specifically that the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully completed a pump reset on their own, which resolved the issue and restored interaction with the pump screen.